Event description:
Caller reported a cartridge alarm 30, which occurred during the load process while loading a cartridge. There was no adverse impact to the customer¿s blood glucose level. After the pump reset, the customer successfully loaded a new cartridge and resumed insulin therapy, resolving the issue with no further action required from technical support.